Manufacturer narrative:
Corrected data: b5- the reporter indicated the surgeon implanted a 12.6mm vicmo 12.6 implantable collamer lens of diopter -8.00 into the patient's left eye (os) on (B)(6) 2023. The patient experienced an excessive vault. On (B)(6) 2023 the lens was exchanged with the same model and power, shorter length and the problem was resolved. The cause of the event as unknown. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens of diopter -8.0 into the patient's left eye (os) on (B)(6) 2023. The lens was exchanged on (B)(6) 2023 for a shorter length lens due to excessive vault. This resolved the problem. Cause was reported as unknown.

Manufacturer narrative:
Claim#: (B)(4).